Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 40 mg/dl at the time of the incident. The customer was treated in the emergency room with intravenous therapy. The customer had lost consciousness leading up to emergency medical services being called. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The drive support cap appeared normal. The customer reported programming is accurate. It was also reported that the insulin pump had unexplained no delivery alarms. The insulin pump will not be returned for analysis.